Event description:
I had a lasik surgery in 2005. I had -5.75 in left eye. After that, for 2 years, I had a good vision and no pain but dryness. I had to put two drops of lubricating 4-5 times a day. But in 2008, when I put genteal lubricating drops, I got some allergy or infection in my eyes. I got it treated through putting "anti oxidants" -tetracycline hydrocloride- drops for some 5-6 days. But this created a tightening of ligaments, muscle spasms and constant pain in the nerves beneath my left eye. I could not now put lubricating drops, due to this besides having dryness. Putting drops would create additional pain in the nerves and stretch the nerves. Working on computers and travelling outside is still next to impossible. This has got me nightmares and totally hampered my confidence. The pain below the left eye has still not subsided. There is still consistent pain in muscle tissues and veins. It becomes too difficult to tolerate. I could not understand what the problem is? Even in night time, I can feel the pressure-weight- in my veins and constant stretch of veins which causes me immense pain in sleeping. I change my lubricants and sometimes, I feel a little subsiding of the pain. But after continuing for some more time, it again emerges. The eyes are not red. I tried vitamin medicine for veins-. I felt better with it, but only for 3 days. Afterwards, it again re emerged. Also, I have now stopped all lubricants but the pain does not subside. When I work on computers, the pain increases a lot. That's why I have to compulsorily take betnesol-steroid. I had consulted ophthalmologists, neurologists, also conducted an MRI but got no results. They say there is no problems in my eyes. I have started doing yoga-pranayam for 3 months but I get freshness-and no pain relief. I have stopped betnesol and all lubricants in my eyes. But now I have increased floaters in my left eye.